Event description:
It was reported that patient underwent a spinal cord stimulation (scs) system explant procedure due to the implantable pulse generator (ipg) that kept moving and the pocket would not hold the ipg. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 7080461/7080377/7083808/7084068.